Event description:
A malfunction with code 16-0x20e6 was reported. There was no information on whether this malfunction impacted the customer's blood glucose level, and the customer declined to share their blood glucose data. The malfunction was resettable, and the customer had already reset the pump within the last 24 hours. It was confirmed that the pump was within warranty. A replacement pump was sent to the customer, and they were instructed to return the problematic pump to tandem within 10 days using the pre-paid label and return box. The customer was informed about the need for replacement but declined to disclose the backup therapy they would use to ensure insulin delivery was not interrupted.